Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was put under anesthesia, the doctor performed a transesophageal echocardiography (tee) procedure. During the procedure, while the doctor was scanning and taking images of the heart, an artifact was observed. The doctor removed the transducer and then rebooted the ultrasound system to restore functionality. A new transducer was reinserted to complete the tee. There was a delay of 30 minutes in completing the procedure while the replacement transducer was obtained. There was loss of data but it was recoverable so the tee was not repeated. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, provide the type of report (see section), provide the type of follow-up, update device evaluated by manufacturer (see section, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for investigation. During visual inspection, it was observed some lens contaminants. Engineering conducted a system test and the reported artifact noted during patient scanning was unable to be reproduced. Engineering also performed acoustic performance and interconnectivy tests and both tests passed. A factory leakage test was performed and it passed at full level. Based on the investigational results with no identified failure mode, it was determined that the device functioned as intended. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. (B)(4).